Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the placement signal not reliable alarms. Despite this issue, the pump continued to provide uninterrupted support, and the patient experienced no reported harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. The alarms were confirmed on the 8th and 9th days of support. There were no mentions of other devices being used at this time that could have affected the placement signal. The cause of the shift in placement signal is unknown. The root cause of the optical signal issue was not determined since the pump was not returned. Upon review of the logs, it is apparent that the console is the potential partial cause of the issue. Please refer to 24-36806-2 for an investigation into the console. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.